Event description:
It was reported that the customer had a low suspend alarm. Customer states that she had discrepancy between her sensor glucose and blood glucose. Customer states they have been having fluctuating blood glucose from 40 mg/dl to 300 mg/dl. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.